Event description:
It was reported the subject device was broken during use. The user reported that he may have backed into the laser fiber which caused it to fracture, catch fire and melt at the connection. The subject device did not melt into the soltive laser system but melted from connector into the laser fiber. There was no damage to fiber or the packing prior to use. The issue occurred in the middle of the procedure and was completed. There were no reports of patient or user harm.

Manufacturer narrative:
The device was returned to olympus for evaluation. Root cause analysis determined the fracturing of the fiber would cause a hot spot in the fiber when laser energy was emitted. This hot spot would provide sufficient energy to ignite the fiber jacket and burn. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.